Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient had a six (6) week follow up exam and transesophageal echocardiography (tee) which revealed a thrombus along the face of the device. The closure device had a complete seal and there had been no change in the implant position since the initial position. The patient will remain on anticoagulation medication (eliquis 5mg twice daily) and has a follow up tee scheduled. There were no patient complications reported.